Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, olympus confirmed the adhesion/clogging of the material on the insertion tube, however, the foreign material could not be identified. Olympus could not conclusively specify the root cause of the foreign material that remained in the device.cleaning, disinfection, and sterilization (cds) response from the customer states that pre-cleaning was carried out immediately after using the appliance with no delay. During pre-cleaning, the surface is wiped with endohigh cleaning agent rdg-d:wassenburg solution using a lint-free gauze compress.no physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscopeolympus will continue to monitor field performance for this device.